Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the material specification confirmed a visual inspection is performed on all components to ensure they are of acceptable quality. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during procedure, outside the patient, the kit stabilization shoulder (12) was mixed with a hair when the package was opened. Unknown how the procedure was finished. No surgical delay. Patient injuries were not reported.